Manufacturer narrative:
Echo imaging showed a growth on the right atrial disc, though it could not be confirmed as thrombus or vegetative tissue. The patient was asymptomatic and prescribed plavix and eliquis for three months. The cause of the growth could not be determined. A review of the manufacturing records for the device verified that the lot met all prerelease specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a 25 mm gore® cardioform septal occluder was implanted to treat an adult patient with a patent foramen ovale (pfo) on (B)(6) 2025. During a routine follow-up, a thrombus was identified on the right atrial disc of the device. The patient was asymptomatic at the time of discovery. The patient was prescribed a 3-month course of plavix (antiplatelet) and eliquis (anticoagulant) and scheduled for a rescan to monitor resolution.